Manufacturer narrative:
Additional information has been requested from the customer in order to understand and evaluate the circumstances during the procedure. The production documentation has been reviewed, and for this specific lot there is no indication of problems during production. No other issues have been reported in relation to this specific lot (p362515), and no similar issues have been reported to us in the past. Based on review of the returned product it has not been possible to verify the exact cause of the catheter damages. We are however quite confident that the damages are a result of the catheter being exposed to an external force, which have caused significant damage to the catheter.

Event description:
During removal of a skater nephrostomy catheter, customer states that the distal tip of the catheter was cut completely and became lodged in the pyelocaliceal cavity. Additional interventional procedure was required to remove the tip of the device. It is unk if the tip was sheared by the guide wire or as a result of a user error during the removal process.